Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms but were not reproduced during evaluation. Air in line! Messages were verified through a review of the event history log. The alarms were found to be caused by a failed ultrasonic sensor through evaluation. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant false air in line alarm during an infusion of an antibiotic (dose, rate and volume unknown). The biomedical engineer tried to use different tubing but the device still erred. The result of the error was a 1.5 hour delay of therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.